Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, stating that the right ventricular (rv) lead was explanted due to a dislodgement presented.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, stating that the right ventricular (rv) lead was explanted due to a dislodgement presented, which was confirmed through xrays.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.